Event description:
It was reported that during a gastrectomy the device did not cut. The knife did not come out and the cartridge was intact. Another device was to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
Date sent: 8/1/2007 batch number damaged firing trigger teeth. The analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications. The mfg records were reviewed and no anomalies were found during the mfg process.